Manufacturer narrative:
Device was explanted on (B)(6) 2019. Upon receipt, the device interrogation confirmed the eos battery status, detected on (B)(6) 2019. The device was implanted for 74 months and 25 charging cycles were recorded in the device memory. In a next step, the amount of charge taken from the battery was verified. The battery condition was found to be not as expected. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. In a next step, the electronic module was attached to an external power supply to check the functionality of the electronic module. The measured current consumption was normal and as expected. There was no indication of a malfunction, particularly all therapy functions were available and worked as expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. In a next step, the battery was opened for destructive analysis. During the analysis of the inner assembly an elevated internal battery impedance was identified. It is reasonable to assume that the increased impedance has led to a voltage drop and therefore to the clinical consequence. In conclusion, the device was implanted for 74 months. The therapeutic functionality of the device was tested with an attached external power supply and proved to be fully functional. Analysis revealed an elevated battery impedance as the root cause of the clinical observation.

Event description:
Eos battery status was found during a regular follow up. According to the printed data, the eos occurred on (B)(6) 2019, and the battery voltage showed 2.96v. However the patient did not notice it at all. (Patient diagnosis is brugada and does not need pacing.) The last in-office follow up was (B)(6) 2019, but eri battery status was not confirmed during the interrogation and remaining battery capacity showed 60 percent. Charge time was recorded as 12.3s on (B)(6) 2018, and it was 16.8s on (B)(6) 2019. The physician talked to the patient and they will organize operation to remove the device.